Event description:
It was reported that in the middle of a knee arthroscopy the device "projected" metal shavings into the knee. It was believed that all of the shavings were irrigated out, but it was not completely certain. Another device was used to complete the case. There was no pt injury, and the procedure was not altered due to the event. The pt was believed to be in his 30's or 40's.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with no signs of scouring marks on either the inner blade or the outer shaft and no nicks, burs or damaged teeth on the blade. Upon evaluation, the inner shaver was inserted into and rotated inside the outer shaft. There was no metal to metal scraping confirming the device was not bent. The device history record was reviewed and no discrepancies were noted. As the device passed all visual and functional testing criteria, no conclusion could be made as to what may have caused the reported event.